Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that during implant of a bifurcated device and a suprarenal aortic extension, a leak was observed from the distal end of the bifurcated device. Reportedly, deployment of the devices was uneventful, followed by ballooning of the devices; however, repeat angiogram showed a distal endoleak. The physician performed additional ballooning and the distal endoleak resolved. Ballooning of the bifurcated limbs was also performed, and repeat angiography showed a blush coming out from the bifurcated main body distal end. The physician elected to implant an additional bifurcated to reline the previously implanted, with good result. The patient was reported to be doing well. Additional note: patient presented with left common iliac stenosis, mild calcification.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the reverse taper of the aortic neck and the moderate calcifications seen throughout the system might have contributed to the reported endoleaks. During the first angiogram run, there might have been evidence to substantiate a type iii-a, not an endoleak type I-b as reported. During that same first angiogram run, an endoleak type ii in the distal left portion of the main body stent might have been present, and might have delayed detection of the endoleak type iii-b that was present at the first recorded angiogram run. There was evidence to substantiate type iii-a, iii-a and ii endoleak. The stent was relined, but there might have been evidence of a persistent type ii endoleak, coming from a right sided source. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.